Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 9 pm for a low blood glucose level of 39 mg/dl. The customer's mother stated that the patient collapsed in her arms out of no where prior to the hospital visit. The patient was treated with only food at the hospital. The mother believes that the insulin pump may be malfunctioning. The customer did not trouble shoot and insisted on having the pump replaced. The customer was sent a replacement pump. The customer was assisted with trouble shooting and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional tests. There was no cosmetic damage noted.